Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge detection notification during the load process. During troubleshooting with tandem technical support the customer was able to successfully load the cartridge onto the pump. There was no reported impact to customer's blood glucose(bg) level. Customer stated that they have not tested their bg's.